Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to boston scientific yet. A good faith effort to obtain the information was performed, but it was not available.

Event description:
It was reported that a perforation and pericardial effusion occurred. During a left atrial appendage (laa) closure procedure was being performed, a versacross connect for laac kit was selected for use. After the transseptal puncture (tsp) was performed using the versa cross connect, the physician maneuvered the watchman sheath (was) without pigtail or wire into the laa. There was no transesophageal echocardiography (tee) guidance as the settings on the x-ray display had changed. Tee was restored on the display, and it was noted that the was sheath was too deep. The imaging physician asked for the was sheath to move more proximal. The pigtail was then advanced, and contrast injection was performed. Upon contrast injection it was observed that there was contrast staining that correlated with where the was sheath was noticed to be too deep. An effusion sweep was performed showing a trace effusion that was not present prior to the case. The physician efficiently deployed the 31mm closure device in one attempt. There were no partial or full recaptures. The physician was monitoring effusion and noticed an accumulation around the right ventricle (rv) and right atrium (ra) that was slightly compressing. A pericardiocentesis was performed and 300 ml of bright red blood was removed and reinjected into the femoral sheath. There was almost no delay in the transition to intervention. After removal of fluid the effusion appeared stable, and the patient was monitored for continued stability of the trace effusion that remained. The patient left the lab with the pericardiocentesis drain clamped. There were no further complications reported, and the patient was discharged the next day. The device is not expected to be returned for analysis. There was no patient anatomy difficulty noted. There were no device malfunctions or contribution to the patient complication. Act was therapeutic during the procedure.